Event description:
A customer reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer to ensure the pump was not plugged into a power source and suggested using the tip of their finger to press the button firmly. The customer was also assisted in removing the pump from its case and confirmed that the button began functioning as intended after following the instructions.